Event description:
Complainant alleged that during a cardioversion on a male pt, the device was unable to charge energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product and this complaint is still under investigation.